Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump screen was very hard to read with scratched. The customer¿s blood glucose was unknown at the time of incident. The customer reported that the insulin pump had battery compartment is cracked, act button tearing off on the outside and no delivery alarm. The insulin pump will not be returned for analysis.